Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart. A cold reset was performed error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery test due to blank display. Pump received with broken battery tube threads.

Event description:
The customer reported via phone call that the battery compartment was damaged. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.